Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No moisture damage found inside the device and no foggy display during testing noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error after it was exposed to water. Customer's blood glucose value was 140 mg/dl. The mother stated that the insulin pump was not dropped, it had fluid inside the lcd display and they were unsure if it has any cracks. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.